Event description:
The customer reported to philips that the ac power module was not working. It was evaluated locally by the customer. Given the info provided by the customer, the philips customer care center determined that the ac power module had failed. The customer was sent a new one which resolved the failure. We will consider this a a/c power module failure.

Manufacturer narrative:
(B)(4). The customer reported to philips care the ac power module was not working. It was evaluated locally by the customer. Given the info provided by the customer, philips determined that the ac power module had failed. The customer was sent a new one which resolved the failure.